Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a compressor issue.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they adjusted the vacuum and pressure regulators. The unit passed all functional and safety tests and was returned to customer.